Event description:
Additional information was received from the field representative that the physician was monitoring the issue and has made arrangements for the patient to have additional follow-up. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home remote monitoring system detected has detected low, out-of-range (oor), pacing impedances on this right ventricular (rv) lead. The information was communicated to the following physician and a review of the home monitoring report was done at his request. It appears that at the end of (B)(6) 2012, there was a non-sustained ventricular tachycardia detection, which upon review appears to be noise with oversensing on the rv lead. No pacing inhibition was noted as the patient has sinus rhythm. And now low pacing impedances <200 ohms have been noted. The report was then faxed to the physician at his request. At this time, no adverse patient effects have been reported. Additional information has been requested from the field representative.